Event description:
The complainant reported a (B)(6) white male had impella 5.5 pump inserted in the right femoral artery (rfa) for post cardiac-cardiogenic shock (pccs). The pump stopped and it was removed.

Manufacturer narrative:
The impella 5.5 smart assist pump was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Manufacturer narrative:
The provided data logs showed 'impella stopped - motor current high' alarms triggered on (B)(6) 2021 beginning at 15:26. Evaluation of the returned pump confirmed biomaterial around the impeller. The root cause of the pump stop was ingested biomaterial.